Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The device was received with minor scratched display window. The unit alarmed during the prime test due to moisture damage to the force sensor resistor.

Event description:
It was reported that the insulin pump was damaged by the battery compartment. The blood glucose reading was 246 mg/dl. The customer stated that there were cracks on the insulin pump and that he was unaware of how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.